Event description:
Philips received a complaint on the v60 ventilator indicating that the primary alarm had failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer was provided with and accepted a quote for onsite services and the v60 speaker assembly and rp pcba motor controller replacement parts. The field service engineer (fse) conducted the onsite service and noticed that the connector on the power management (pm) pcba was damaged. The fse replaced the pm pcba, performed the appropriate tests, and the unit passed. The device was returned to the customer and was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00205. All information from the original report(s) has been transferred to this report.